Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the flickering. The monitor was replaced. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor, the monitor would flicker. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.